Event description:
When the device was retrieved from the trunk of a vacationing police officer, it was observed to have a vented battery which had melted the battery into the case. Therre were also signs of a black sooty substance in the trunk.